Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report #1 of 2 received of a pt injected with air during a cardiac catheterization. It was reported that the transducer set was primed and the 3-port manifold had all 3 port utilized. On port 1 (which is closest to the pt), the pressure cuff was applied, port 2 was used for an unspecified flush solution, and port 3 was used for contrast injections. Reportedly during set-up all connections were tightened. It was reported that air was noted in the pt's coronary arteries after contrast media had been injected via a syringe into manifold port 3.the air was not observed in the transducer set, but visually observed on the monitor when x-ray images were taken under fluoroscopy. The pt was reported to "brady down"; however, the experience was reported to resolve itself. The procedure was stopped, the manifold was replaced and the procedure resumed. There were no reported adverse pt sequelae. Though requested, no additional info was provided.